Event description:
Patient reported they felt pain and took off their aligner and noticed a chip on their front side of their tooth. Patient has made an appointment with their dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.